Event description:
A company representative reported on behalf of a user facility to olympus that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) with an evis exera iii duodenovideoscope the single use distal cover fell off inside the patient's larynx. The doctor was able to get the single-use distal cover into the stomach of the patient where the distal cover was safely retrieved and removed. There was no surgical delay, and no other devices were involved in the event. The intended procedure was completed; however, the same device was not used to complete the procedure. There were no irregularities with the unused single-use distal cover before or after attaching the cover onto the duodenoscope. No anti-fog agent was applied to the scope lens. The tip cover was attached to the scope and then pulled or twisted to make sure the cover did not come off prior to use. The single-use distal cover was disposed of after it was retrieved. No patient harm reported. This is related to patient identifier number (B)(6) which was reported under MFR. Report number 8010047-2021-09917.